Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned devices confirmed the reported event. This device was manufactured on 27-feb-2021. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: product code: 121722050, work order: (B)(4) was manufactured on 27-feb-2021. 9 parts were manufactured per specification and all raw materials met specification. There was one scrap part associated with lot 9717545. The part was scrapped off at the unload clean & passivate step in the process. The part was scrapped out for the reason code a211: scratches. Scrap part was removed from lot 9717545 as per scp-csop0619 scrap procedure. All parts are 100% visually inspected at unload clean & passivate step in the process as per tm-101192. The scrap part was identified during this process step, thus would demonstrate that the inspection is capable and robust in catching this defect type. Therefore, there is no correlation with the complaint failure mode. There were no nrs (non-conformance records) associated with lot 9717545. Expiry date: 13-january-2021. IFU reference: (B)(4).

Event description:
Additional information received. Affected side of the patient was right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When inserting the apex hole eleminator, it jammed. Hcp then removed the cup again and implanted a new one. No surgical delay, no adverse patient consequences reported.